Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had several codes, 118 and 137. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5, g2, h6 (medical device problem code). H4 (manufacture date) should be left blank. Kindly revert this field. The fse that encountered the issue replaced the solenoid control board (d670-00-1161) and video generator board (d040-00-0456). The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, n. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0670-00-0766 rev. B, 0670-00-0781 rev. F, pn 0670-00-0841 rev. B, pn 0012-00-1787 rev. B. Parts were received with a reported failure of error codes 118 and 137. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually and together in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No fault could be confirmed retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the preventive maintenance (pm) inspection of the cardiosave intra-aortic balloon pump (iabp) that several 118 and 137 error codes were found.